Event description:
Analysis of the returned device found the coil (subject device) to be detached and separated from pusherwire. No clinical consequences to the patient.

Manufacturer narrative:
A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. The intended use for the device is treatment based on the investigation and the information there is no indication that the released device, labeling or packaging failed to meet its specifications. Analysis of the returned device found the pusherwire was not attached to the main coil. The coil was found to be extensively stretched and found to have blood noted on the coil with in the introducer sheath. The proximal end of the coil was separated from the polyethylene (pet) junction and was visibly stretched to an extent that the primary helical format was straightened into a wave. The main coil detachment zone shows evidence that the main coil was separated from the pet junction, an indication of the use of force due to the stretched pet that would have covered the proximal end of the main coil. The pusherwire was found to have been kinked at the proximal and distal end. The amount of blood found on returned device is evidant that there was insufficient flush maintained through out the procedure. In addition, there was an indication force was used retracting the unit due to the kinks noted on the pusher wire and extensive stretching to the coil and pet junction where the proximal end of the coil had been fused. Therefore, the a root cause of user error is assigned based off of the returned device analysis.